Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported that the outcome was resolved without sequelae on (B)(6) 2014. Actions taken included ¿replaced previously explanted system.¿

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that there may have been a possible infection at the generator site. The patient reported secretion at the incision site, stiff neck, fever, and tenderness at the implant site on (B)(6) 2014. The patient was examined at an unscheduled clinic or office visit/urgent care on (B)(6) 2014 and was administered bactrim (sulfamethoxazole and trimethoprim) 200mg-40mg po qd and silvadene (silver sulfadiazine) ointment over incision site with gauze. At the time of the report, the outcome was still ongoing. Additional information received that noted laboratory results from the specimen collected on (B)(6)2014 revealed a (B)(4). The entire system was explanted on (B)(6) 2014, but not replaced. The event is still ongoing at this time.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins was functionally okay with insignificant anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.